Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: frequent low battery and short battery life warnings were observed in the black box. The pump electrical current draws were observed to be high. Moisture was observed in the display. The display lens was found to be leaking. The pump was opened; moisture damage was found on printed circuit board. Short battery life was found to be due to moisture damage.